Manufacturer narrative:
E1: event site address: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer that during a routine check the cs300 intra-aortic balloon pump (iabp) was displaying the message "no patient status available" and showed electrical test fails # 118 (front end hc11 can not communicate with main hc11). There was no patient involvement and no harm reported. The front end pcb was replaced.